Event description:
It was reported that the bd nexiva¿ closed IV catheter system backed out of the patient's vein during use and caused infiltration. The patient received an ultrasound to confirm the catheter had dislodged from the vein, and saline was found in the hyperechoic region around the vein. The following information was provided by the initial reporter: infiltration and dislodgmenet. It was reported that a participant (ID:(B)(6)) in a clinical study experienced an issue of ¿infiltration¿ as identified by the principal investigator. The participant did not experience any adverse symptoms; however, no blood was able to be collected and ultrasound visualisation of the vein showed that the catheter had dislodged as it was no longer visible in the vein and hyperecho regions indicated fluid (saline) around the vein. The event was considered to be not related to the study device itself but was considered to be related to the procedure (flushing of the catheter). The event did not meet the standards of a serious ae; however, the catheter was removed as it was no longer functional. The event will be monitored throughout the participant¿s subsequent visits; however, the participant had no concerns at the time. Further information provided by the investigator note "all other materials used with the catheter (ie. Securement devices/dressings) were fully operational and adequate. We recorded an image of the catheter after removal and the device was intact. This ae was not device related, but was related to the procedure (of saline infusion). The device was working as intended throughout its use. No complaints were noted by participant or inserter.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system backed out of the patient's vein during use and caused infiltration. The patient received an ultrasound to confirm the catheter had dislodged from the vein, and saline was found in the hyperechoic region around the vein. The following information was provided by the initial reporter: infiltration and dislodgment. It was reported that a participant (ID: (B)(6)) in a clinical stusy experienced an issue of ¿infiltration¿ as identified by the principal investigator. The participant did not experience any adverse symptoms; however, no blood was able to be collected and ultrasound visualisation of the vein showed that the catheter had dislodged as it was no longer visible in the vein and hyperecho regions indicated fluid (saline) around the vein. The event was considered to be not related to the study device itself but was considered to be related to the procedure (flushing of the catheter). The event did not meet the standards of a serious ae; however, the catheter was removed as it was no longer functional. The event will be monitored throughout the participant¿s subsequent visits; however, the participant had no concerns at the time. Further information provided by the investigator note "all other materials used with the catheter (ie. Securement devices/dressings) were fully operational and adequate. We recorded an image of the catheter after removal and the device was intact. This ae was not device related, but was related to the procedure (of saline infusion). The device was working as intended throughout its use. No complaints were noted by participant or inserter.